Event description:
Pt's father spontaneously called in to report ms3 pump malfunction. Serial number not available at the time of the call, dad was at work. Pump will run for about 10 mins and then shut off. Batteries have been replaced and still occurs. No other info known provided. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did pt have a backup device they were able to switch to? Unk, not specified. Did the reported product fault occur while in use with a pt? Unk, not specified; did the product issue cause or contribute to the pt or clinical injury? Unk, not specified. Reported to (B)(6) by pt/caregiver.